Manufacturer narrative:
The results of the investigation are not available at the time of this report. A follow-up investigation report will be submitted when completed.

Event description:
The event is reported as: complaint received from repair service. Applier not holding or locking clips properly. Additional information has been requested but not received in time for this report. Unknown if patient injury.